Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.

Event description:
The pt was admitted for a procedure in 2008 with an 80%, de novo and heavily calcified, type c lesion in the mid circumflex. The vessel was tortuous. A 2.5 x 8mm cypher select plus stent was implanted at 14atm. While removing the balloon, it became stuck on the stent struts; it was caught on the struts. The balloon was placed on negative pressure, done twice, and it was finally removed. It was noted that while trying to remove the delivery sys, a medtronic guiding catheter dove into the circumflex and caused a dissection.